Event description:
It was reported that there was a sustained ventricular sensing episode with a maximum rate which should have fallen into the cardiac resynchronization therapy defibrillator's (crt-d) therapy zone. It was also reported that there were ventricular sensing episodes on the right ventricular (rv) lead which were consistent with occasional t-wave oversensing (twos). The monitoring zone was lowered. The device and lead are still in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.